Manufacturer narrative:
The fill patient identifier is case( B)(6). The exact number of elevated patient samples was not provided. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access il-6 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. On (B)(6) 2021 (two days after the event) the system check failed on the washed portion with a washed %cv at 21.56% (at 05:22 pm) but upon repeat the system check passed with a washed %cv at 8.24% (at 07:00 pm). The same day, the customer retested five times a patient sample with acceptable il-6 results (6.36 pg/ml, 6.33 pg/ml, 6.46 pg/ml, 6.28 pg/ml and 5.97 pg/ml). A field service engineer (fse) was dispatched to the customer site on 11may2021 and compared seven (7) samples with other customer site using same method instrument. All results were concordant. He also checked calibration, qcs and system check data. The instrument is working within specifications. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2021 the customer reported multiple elevated il-6 (access il-6 assay, part number a16369, lot number 124063) patient results were generated on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). On (B)(6) 2021 the customer reported several samples were run at an alternate site with lower results. The exact number of elevated il-6 samples results was not provided. No data from alternate site was provided. No affect to patients or end-users has been reported in connection with this event. The customer did not indicate whether the results were reported out of the laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. Calibration passed on (B)(6) 2021 with reagent lot 124063 and calibrator lot 922927. Quality control (qc) was passing within the laboratorys established ranges. System check passed on (B)(6) 2021. Customer was asked to run a system check after obtaining the high il-6 results. On (B)(6) 2021 the system check failed on the washed portion with a washed %cv at 21.56% (at 05:22 pm). The customer repeated the system check which passed with a washed %cv at 8.24% (at 07:00 pm). The customer retested for five times a sample with acceptable il-6 results (6.36 pg/ml, 6.33 pg/ml, 6.46 pg/ml, 6.28 pg/ml and 5.97 pg/ml). A field service engineer (fse) was dispatched to the customer site on 11may2021 and compared seven (7) samples with other customer site using same method instrument. All results were concordant. He also checked calibration, qcs and system check data. All passed. There were no issues with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.